Event description:
Reporter alleged the patient obtained the results of 579 mg/dl, 204 mg/dl, hi (greater than 600 mg/dl), 117 mg/dl and 155 mg/dl back to back within 10 minutes on the performa system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.